Event description:
A set was returned to the MFR that was found to be missing the silver ball in the accuslide. This could result in a freeflow condition. The user facility reported no pt consequence.